Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A site representative reported that, while outside of the procedure the imaging system would not take exposures. When attempting a 3d run, a generator error occurs. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device evaluation. A medtronic representative went to the site to test the equipment. Testing revealed that the system was not able to perform 3d spins. Generator batteries were replaced and the system regained functionality. The batteries were not returned to manufacturer.